Event description:
It was reported by the health care professional regarding the summed electrogram (egm) " I wish all your devices had both a and v available". The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.